Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 27 mg/dl. The suspected cause was due to the customer¿s sleep activity and personal profile requiring adjustments. The customer received third party assistance from emergency medical technicians (emts), who provided glucose tablets and intravenous therapy (IV) of fluids to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.